Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37744, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer implanted for non-malignant pain and chronic low back pain reported seeing the poor communication screen on the patient programmer (pp) and not being able to communicate with the pp or the recharger. The last successful recharging session was a month ago due to unrelated health issues and the last time they felt stimulation was 5 hours ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.